Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, eccentric and 90 % stenosed mid left anterior descending artery. Pre-dilatation was performed. A 3.0 x 33 mm xience xpedition stent delivery system was advanced to the lesion without resistance and when deploying the stent the balloon ruptured at 10 atmospheres. The stent was not fully expanded and it shifted so an unknown balloon catheter was used to fully appose the stent implant. An additional stent was implanted to successfully complete the procedure and cover the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.